Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that four hours post implant, the device exhibited no pacing. The helix could not be clearly seen on x-ray and the physician assumed that the helix had retracted. A new lead was implanted.